Manufacturer narrative:
Batch review performed on 15 july 2020: lot 147677: (B)(4) items manufactured and released on 28-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Other device involved in the event: gmk-sphere 02.07.0036rp patella resurfacing size 4 lot. 141655 (k113571). Batch review performed on 15 july 2020: lot 141655: (B)(4) items manufactured and released on 03-jul-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting instability and anterior knee pain. Upon inspection after an incision was made, it was observed that there was a fracture at the superior pole of the patella. The surgeon swapped the poly with a higher one (11mm) and resurfaced the patella 4 years and 9 months after primary. The surgery was completed successfully.